Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptoms of extrusion and infection were found to be listed in the IFU. A risk review was completed and confirmed that the event of extrusion and infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced an infection, during which the pump began to erode through the skin. A surgical intervention was performed, and no device issues were identified. The app was subsequently replaced, and no additional patient complications were reported.